Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to deploy, difficult to remove or separations incidents reported for this lot. Based on the reviewed information, no product deficiency was identified. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure to treat a lesion at a bifurcation in the circumflex artery, pre-dilatation was performed and a 3.5x12 mm rx xience prox stent delivery system (sds) was prepped per the instructions for use without any issues noted. The 3.5x12 mm rx xience prox sds was advanced and the stent was deployed without any issued noted. Reportedly, the balloon was fully deflated. Post stent deployment, the sds balloon could not be pulled out of the expanded stent. Reportedly, the balloon was stuck to the stent and became separated from the sds. A second catheter and unspecified balloon catheter were advanced. The unspecified balloon catheter was expanded and the separated balloon was pinched, pulled back into the guide catheter and could be removed from the patient anatomy inside of the guiding catheter. The xience prox stent was post-dilated to fully appose the stent to the vessel wall and the overall result was fine. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. The device was returned for analysis. The shaft separation was able to be confirmed. The difficulty deploying the stent and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported for difficult to deploy, difficult to remove, or separations from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device; therefore, no corrective action is required.